Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt235 infant dual-heated evaqua breathing circuit developed a leak in the expiratory limb. The hospital reported that the leak was due to the circuit hanger which was holding the circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit was not returned to fisher & paykel healthcare in (B)(6) for investigation. The hospital discarded the device. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. The hospital reported that a nurse noticed a leak on the expiratory limb of the rt235 caused by the circuit hanger which was holding the circuit. The hospital was unable to confirm how long the rt235 breathing circuit had been in use but stated that it had probably been used for more than seven days. The hospital could not confirm what type of circuit hanger had been used in the setup. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. All rt235 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp or blunt objects and non-fph circuit hangers. The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "This product is intended to be used for a maximum of 7 days." Device not returned to manufacturer.